Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump was dropped, resulting in a cracked screen and a nonresponsive touchscreen; a replacement was provided and the original device was expected to be returned via carrier. Symptoms included no clinical symptoms. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Investigation included review of shipment and return tracking and follow-up with the user regarding the return location and status. Investigation of this case revealed a mechanical screen damage and loss of touch function consistent with external physical impact to the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage from dropping the device.